Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012, at bedtime the patient obtained the elevated blood glucose reading of 317 mg/dl. At 11:30 pm the patient was given a correcting bolus of insulin via the pump. On (B)(6) 2012 at 6:50 am, the patient's reading was 382 mg/dl. At 11:00 am the patient was taken to the emergency room experiencing the symptom of vomiting. The patient tested positive for ketones and his blood glucose level was tested to be 479 mg/dl. The patient was treated intravenously, and discharged several hours later. Troubleshooting revealed no issues with the infusion set or infusion site, and all pump settings, programming, date/time and basal settings were correct. There was no evidence the pump was not accurately and correctly delivering insulin. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, and received emergency medical treatment. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(6) 2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.